Event description:
Defective/malfunction of equipment: november 3, 2007, leakage of blood noted after pt treatment was started. Appeared to be leaking from thicker part of blood line approx. 6 cms from connectors. Treatment stopped immediately. Reset-up with new tubing. Blood culture drawn, antibiotic given, follow up hgb + hct to be drawn on next treatment of 2007. On july 07, similar occurrence happened with same lot #(7045404).